Manufacturer narrative:
The device is included in the battery performance alert advisory issued by (B)(4) on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. It's unknown if the device was replaced. Further information was requested, but not yet available. The patient was stable.